Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to protruded/loose drive support disk. Unit had scratched display and reservoir window, cracked display window, display window corners and battery tube threads. Unit also had broken reservoir tube lip.

Event description:
Customer reported that he had high blood glucose of 150 mg/dl. Customer stated that his insulin pump is alarming motor error and the drive support cap is sticking out. Nothing further was reported.